Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was by stress of repeated use, external factors, or handling of the device. The event could have been detected/prevented by following the instructions for use: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ ¦inspection of the endoscope 6 inspect the objective lens of the distal end section and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the deflectable videoscope had the adhesive of the bending section peeling. It was not specified during what type of device use the event occurred. The device was returned and during the device evaluation the following reportable malfunction was found: adhesive around objective lens was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when the bending section cover adhesive was found to have a chip. In addition to the reportable malfunction of adhesive around objective lens was peeling, the evaluation found the following non-reportable malfunction(s): due to damage on forceps elevator lever, the angle knob torque of forceps elevator lever at engage exceeds the standard value; scratches on protector of the video cable section, bending section cover, and video connector; video connector case had a crack and was deformed; video connector had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.